Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reported event was due to patient (pre-existing plaque)and/or procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure for a 23mm sapien 3 valve, ¿plaque exfoliation¿ was observed. Prior to the procedure, CT observed a moderate irregular shaped plaque at distal area of descending aorta. This area could not be covered by the esheath even if the sheath was fully inserted. As the diameter of the access route was approximately 6.5mm and the plaque was localized, procedure was executed with the esheath, delivering the devices carefully under the transesophageal echocardiography (tee). The esheath insertion and valve alignment succeeded. The delivery system was advancing, avoiding the plaque area. When the delivery system was advanced to the aortic arch, pre-existing plaque seemed to be ¿exfoliated¿. However, close examination through the tee confirmed that the plaque was not completely ¿exfoliated¿ and still partially attached on the vessel wall. The procedure was continued and the valve was implanted without problem. After the delivery system was removed carefully, the plaque was fully covered with a stent graft. The patient was doing well post procedure.